Event description:
Event description cpi received information that at a routine followup, the battery on this implantable cardioverter defibrillator (ICD) unexpectedly was found to be at eol (end of life), and in monitor only mode. The patient was scheduled for replacement the morning after the followup, and instructed to report to the hospital for monitoring overnight.